Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient accidentally entered in 8 units of insulin to be delivered by the personal diabetes manager (pdm). The patient went into hypoglycemia (blood glucose levels of 2.9 mmol/l (52.2 mg/dl) and fell, causing the patient to fracture her wrist. The pod was worn on the patient's abdomen for between 36 and 48 hours. The patient went to the emergency room (ER) where CT scans, and x-rays were performed. The patient was placed in a wrist splint and was prescribed morphine and tylenol for treatment. An upcoming surgery to fix the fractured wrist was also scheduled. The patient was released from the ER after nine hours.